Manufacturer narrative:
Service was declined by the customer. A definitive root cause has not been determined to date for this event with the data provided.

Event description:
The customer reported that on (B)(6) 2011 an erroneous creatine kinase-mb isoenzyme (ck-mb) result above the normal reference range and exceeding the assay's total precision claim was generated on the unicel dxc 600i synchron access clinical system for one patient sample. The result was reported out of the laboratory, however there was no report of death, serious injury or modification to patient treatment as a result of this event. The result was questioned by the physician. Subsequent repeat testing of the patient sample in duplicate on (B)(6) 2011, on the same instrument as well as another instrument, produced lower results above the normal reference range. Instrument quality control (qc) and system check results were performing within customer established ranges at the time of the event. The sample was a full draw collected in lithium heparin tubes with gel separators and centrifuged prior to testing. The customer indicated the sample did not appear to have a clot, however indicated that the patient was a known "ethylenediaminetetraacetic acid clumper."